Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and the dc (direct current) counts were low. The fse adjusted the stabilyse pump (pm1), which fixed the problem. (B)(4).

Event description:
While servicing a coulter lh 780 hematology analyzer at a customer's facility, a beckman coulter field service engineer (fse) identified the dc (direct current) counts were low and adjusted the stabilyse pump. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.